Event description:
Received info that while unpacking an electrode during surgery the physician saw it was bent inside the package. When he took the electrode out of the package to look more closely he saw the distal end of the electrode was completely bent and could not be used for introduction into the brain. The physician decided to use another electrode. The new one was okay. The pt incurred no injury from this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.